Event description:
It was reported that during removal of the swg from the catheter, the swg became stuck. The swg was removed in its entirety but it is unk if it was replaced. There was no reported delay, death, or complications to the pt. Add'l info received on (B)(6) 2011 indicates that the insertion site was right subclavian. Another (B)(4) was placed successfully but with a different lot number. Same insertion site was used. There was a reported delay in therapy, but it is noted it was not harmful to the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: returned was on 3-l catheter marked arrow 7 fr x 16cm on the hub along with a guide wire protruding from the proximal and distal ends of the distal lumen. The proximal portion of the guide wire was unraveled. Several bends were observed in the catheter and guide wire. The core wire was broken adjacent to the proximal weld. The j-tip of the guide wire was protruding from the distal tip of the catheter. The distal weld was intact. The guide wire was removed from the catheter. The guide wire exhibited some resistance during removal due to the bends in the catheter and the guide wire. The core wire measured and based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire was measured and met specs. The inner diameter of the catheter distal lumen was able to pass a 0.035" gauge which met specs. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the catheter and guide wire were reviewed with no relevant findings. The investigation found no evidence to suggest a mfg related cause. The report of swg/catheter resistance was confirmed through visual examination of the returned samples. The core wire broke adjacent to the proximal weld. No mfg defects were found during this investigation. Arrow guide wires are designed and manufactured to withstand a tensile force that exceeds the minimum force specified by the iso standard for this size wire. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.